Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high na results generated by unicel dxc 600 pro synchron chemistry analyzer. The samples were repeated and lower results were obtained. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The ise system is calibrated every 8 hours followed by qc samples. On (B)(4) 2010, one qc result was out of range >3d; however, when repeat the result was within the lab's established ranges. The customer noted that the first sample run from standby yielded a high na result. A bci field service engineer (fse) observed bubbles in the ration pump. Fse replaced the ration pump and the repair was confirmed by running qc sample precision runs. A clear root cause can not be determined for this event.